Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was experiencing sharp stimulation sensations. The sjm rep met with the pt and determined one contact on the lead had a high impedance. Reprogramming was able to resolve the sharp feeling, but was unable to provide full stimulation coverage. X-rays were taken but did not reveal migration. Follow up identified the pt had three invalid contacts, and then later all contacts were invalid. The sys was auto-reducing at perception. It was reported the physician planned to undertake surgical intervention at a future date to address the issue.